Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced message missed from the app (alert message was missed when it should have alerted). The patient said he passed out and paramedics came because he was not aware that he was hypoglycemic and did not get an alert from the mobile device. The patient was given glucose gel and recovered after treatment. The patient was fine during the call. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "no injury or medical intervention was reported." Change to, "no additional patient or event information is available." B5 describe event or problem - correction to the data investigation results. H2 - correction. H6 medical device problem code - correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, performance data was further evaluated. At 08:57 am on (B)(6) 2024, the patient's estimated glucose value (egv) of 251 mg/dl crossed the user-set high threshold of 250 mg/dl, and the app delivered a high alert at 0 percent volume, which was acknowledged immediately. From 09:02 am to 10:57 am, the app experienced temporary sensor error. From 11:02 am to 01:02 pm, egvs were high (over 400 mg/dl), while experiencing temporary sensor error from 11:32 am to 11:47 am, 12:22 pm to 12:32 pm, and 12:52 pm to 12:57 pm. The app did not deliver additional high alerts as the snooze feature was disabled. The app did not deliver temporary sensor error alerts as this alert was disabled. Data investigation could not confirm an alert/notification settings issue. However, it was found that a cgm accuracy issue occurred. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The probable cause could not be determined. No additional patient or event information is available.